Event description:
After an implantation time of about 35 months, it was reported that the pt was revived. Afterwards, the pacemaker could no longer be interrogated. There were no dates provided, but the device was explanted and is currently undergoing analysis.